Manufacturer narrative:
For regularization - retrospective review / FDA request. Event occured in (B)(4). Pull-up fractures were caused by sharp edges at the chamfers on the underside of the wafer: resulting in a decrease in strength of 25% to 35%. The origin of the incident is related to the positioning of the wafer. There are sharp edges at certain locations in the bores that cause laceration of the braid at the angle used to adjust the device. Cutting edges were undetected through existing controls (tensile tests on axis). Corrective actions : reinforcement of the control method: use of an angled assembly (45 °) for performance qualification. Implementation of post-polishing aspect control: no scratches or unevenness with a binocular. + safety action: recall of these lots in france + export - replacement with new batches of products limiting the risk of burr at the level of the openings of the braid.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. Incident report regarding a broken pull-up at the splice during surgery : "blind tunnel technique, implantation of pull-up in the femur and pull-up xl in the tibia. During final tensioning of the pull-up xl, the pull-up in the femur broke at the splice. Problem was fixed by using a ligafix 30 screw".